Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak on an unknown date following an elective system explant on (B)(6) 2021. The patient was hospitalized on an unknown date. Additional surgical intervention was undertaken on an unknown date wherein the csf leak was sutured shut at the l5 lead location. No additional information is available.